Manufacturer narrative:
In a good faith effort (gfe) response from the field service engineer (fse) received on 19oct2023, it was stated that no further information regarding the patient information from the time of the event was provided by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an alarm for a proximal pressure line disconnect. The device was reported to be in use at the time of the reported problem. No patient harm reported. A philips field service engineer (fse) went to the customer site on 17oct2023 and no problem was found during troubleshooting of the device. The device was returned to service for clinical use. Good faith effort (gfe) attempts are being completed for the patient information. This investigation is ongoing.